Event description:
It was reported that the physician had a white faulty serial cable adapter on his tablet. The physician replaced the faulty serial cable with a new black cable and discarded the faulty cable. Since the cable was replaced, there have been no further issues. No patient's were adversely affected. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.